Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was intermittently able to track the passive planar probe. There was no reported delay and no reported impact to patient outcome. The site was able to verify all other instruments, but reported the camera was not seeing the passive planar probe. They reseated spheres, no effect. They swapped between blunt tip and ball tip and confirmed the instrument card was added, no effect. They swapped spheres, no effect. They brought in a new instrument set with a new probe, no effect. The site could eventually track the probe but as soon as they brought in the reference frame the probe could no longer be tracked. Eventually the site was able to verify the probe. After some time passed, the representative  received a text reporting the site could once again not track the probe. There was no damage reported to any of the probes used.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue was unable to be replicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.